Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to gently clean the speaker holes and perform several steps, including loading a new cartridge, to resume insulin delivery. Despite these actions, the alarm recurred. The support team recommended waiting two hours for possible moisture evaporation and planned to follow up. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.